Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which met specifications. A 50 repetition precision run failed and the fse replaced parts. The fse verified the repair per established procedures and results met published specifications. Although hardware issues were addressed, no definitive root cause could be determined. A malfunction will be assumed for the purpose of this report.

Event description:
Customer obtained erroneously high troponin (accu tni) results for several patients; the customer only provided results for two patients. The initial results were: 1.48 ng/ml and 1.31 ng/ml for patients a and b, respectively. The samples were tested on a different instrument which generated lower results. The specimens were then re-centrifuged and upon repeat testing on the dxi 800 instrument lower results were obtained for both patients. The erroneous results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.